Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff was used in the kidney during percutaneous nephrolithotomy (pcnl) procedure. The procedure date is unknown. During the procedure, when physician introduces the wire, the coil wire was broken/fractured and staff noticed silver fragments on the monitor. The procedure was completed with a new amplatz super stiff guidewire. There were no patient complications reported as a result of this event.